Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue occurred between 6 and 6:30pm on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿115mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The reporter did not state how the patient manages their diabetes but informed the cca that the patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an on (B)(6) 2018, an unspecified period of time before the alleged product issue occurred, the patient had developed symptoms of ¿not responding, babbling and drooling from mouth¿. The reporter stated that the emergency medical services (ems) were called and upon arrival the patient¿s blood glucose was measured to be ¿28mg/dl¿. In response to this the patient was given IV glucose by the ems between 6:30 and 7pm the same evening. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.